Event description:
A medtronic ent representative reported that 45 minutes into an ent procedure, the surgeon alleged an approximate 4mm inaccuracy while in the sphenoidal sinus. The patient was re-registered with tracer, however, the surgeon continued to feel inaccurate. In trouble-shooting, the medtronic representative moved the emitter, confirmed it had solid green status throughout the surgery and there was no metal interference. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative following-up at the site, performed a system-checkout with the head 3 and tumor demo. Both tracer and pointmerge registrations passed and were accurate. All instruments were verified without issue and were found to be accurate. Software investigation completed. Findings are that tracing pattern was sub-optimal for proper registration. Picture provided shows no tracing below the nose. Software is functioning as designed.